Event description:
All I can say on this is that it just was all of a sudden. I got up feeling that way. Enclosed is the form I filled out to try and find out if the procedure the dr used on my neck surgery was ever supposed to be used for neck surgery and what it has in it since I have had such agony since then. It may be helpful to me, my symptoms are horrible to deal with 24 hours a day. My upper torso feels like it is on fire, burns all the time, I am so hot, hot, hot then if I try and cool off by some means, I can get just as cold as I was hot. When I saw this dr for the last time, he said, here, this will let you know what I used and handed me the exfuse sheet and on back the infuse. I have done lots of research on these and can only find the enclosed sheet on exfuse used for dental work. This is all I have as of this date. I would appreciate any and all the info you can give me to help me get some relief. Thank you.